Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 to report a patient reacted to the blood transfused. No further information is available. No operator or donor injury was reported. Unit was returned for evaluation. Technician completed all checks on the machine. All values are within accepted range. The unit functioned correctly and passed its safety testing. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. There is no alleged malfunction of the device. Patient reportedly had a reaction to the transfused blood, but there is no confirmed reaction or serious injury, therefore an MDR is being filed. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2008 to report a patient reacted to the blood transfused. No further information is available. No operator or donor injury was reported.